Event description:
The procedure was aneurysm embolization with embolic coils. The coil detached in the catheter after being pushed 5mm from the distal tip. Loss of tension was felt after the coil was pushed one or two times. The coil was retrieved within the catheter.